Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 395 mg/dl. Advice with discontinue the use and will get replacement pump. Troubleshoot for high blood glucose was decline by customer. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).